Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts have been made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of the index procedure did the operating surgeon observe any suture deficiency or anomaly before, during after the suture placement? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Did the suture break or did the suture pull out of the tissue? Was there any precipitating stress factor for the suture breakage or pulling out of the tissue? Other relevant patient history / concomitant medications?

Event description:
It was reported that the patient underwent cesarean section on (B)(6) 2014 and suture was used on subcutaneous. It was reported that maxon (3-0) was used for dermostitch. The patient was discharged without problems. On (B)(6) 2014, the patient experienced erythema and exudate in the wound site. Because wound site was separated, gauze was exchanged and follow-up observation was carried out. Around (B)(6) 2014, the wound was closed. On (B)(6) 2014, erythema and fistula were observed again in the wound site and patient was introduced to the hospital for treatment. Antibiotics were administered for 5 days and symptoms recovered. The physician opined that it was a wound infection after surgery because the patient healed with washing without removing the stitching. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of the index procedure => no information. Date of the index surgical procedure? => (B)(6) 2014. What was tissue location / placement of the suture? =>subcutaneous fat. Did the operating surgeon observe any suture deficiency or anomaly before, during after the suture placement? => no information. How long after the index procedure did the wound dehiscence occur? => 16 days. Date ? => (B)(6) 2014. Time of onset of infection from the surgical procedure? => 16 days. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? => no information. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? => antibiotics were administered for 5 days from (B)(6) 2014. Were cultures performed? => no information. Results? => n/a. Did the suture break or did the suture pull out of the tissue? => the suture broke. Was there any precipitating stress factor for the suture breakage or pulling out of the tissue? => no information. Was medical or surgical intervention performed? => yes. Date? =>on (B)(6)2014, the gauze was exchanged. Antibiotics were administered for 5 days from (B)(6) 2014. If reoperation was performed, please describe the appearance of the suture? => reoperation was not performed. Other relevant patient history / concomitant medications? => no information. What is the physician¿s opinion as to the etiology of or contributing factors to this event? => the event was due to wound infection after the surgery. What is the patient¿s current status? => the symptom has already healed."